Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (b)(64); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Event description:
It was reported that the patient had an MRI performed of the brain and they were checking for parkinson¿s. It was noted that the patient did not turn off the implantable neurostimulator during the MRI. It was further noted that when the ¿patient went to charge it and it was all the way up, the patient did not have the programmer to turn it down and finally got it off.¿ it was noted that the patient¿s ins was checked by the physician about 2 months prior to the report. It was noted that the patient¿s device was ¿burned out.¿

Event description:
Additional information reported, the patient¿s stimulator had not been working for the past year prior to follow-up. It was stated, the patient¿s physician was going to replace the implantable neurostimulator (ins) system but decided not to. The patient noted, the ins was not helping with her mic back and neck pain. It was reported, the ins would not charge and that a couple years prior to follow-up the ins turned itself all the way up and was shocking her. It was stated, the patient was being electrocuted from the inside; from her mouth to her eyelids. The patient reported ,it ¿burned the battery out.¿ the patient was redirected to her healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).